Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a missing battery door, scratched lens, and a peeled dso seal. The tamper seal was removed. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated during testing. The error code was only noted in the ehl. As a result, the error code was cleared and preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown g2 email is: regulatory.responses@icumed.com, corrected data: h6: health effects.

Event description:
It was reported the device had errors 46828 and 42221. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.